Manufacturer narrative:
Date of birth/age: unknown, information not provided. Date of event: exact date unknown/not provided, best estimate is between (B)(6) 2019-(B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxr00 22.0 diopter intraocular lens (iol) was implanted in the patient¿s right eye on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to complaint of myopia. It was reported there was no addition intervention required. The zxr00 22.0 diopter iol was replaced with a zxr00 21.0 diopter lens, the patient outcome was reported as well. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Date of birth/age: (B)(6) 1947. Date of event: was updated to (B)(6) 2019. Additional information received: through follow up, customer provided additional information confirming reported hyperopia issues was first observed 15-may-2019 and confirmed reported hyperopia issues affect normal daily activities but are not debilitating. Device available for evaluation: yes, returned to manufacturer on: 07/02/2019. Device evaluated by manufacturer: yes. Device evaluation: the product was received in a little jar with liquid. The product was disinfected according to procedure. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that there is a mark on the posterior side of the optic body. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: (do not edit) a search revealed that no similar complaints for this order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.